Manufacturer narrative:
(B)(4). Batch # p92m9x. Investigation summary: the handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect internal components and the moisture indicator was found to be positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during and unknown procedure, the device stopped working during and had only 66 uses. Spare handpiece used to complete the procedure. There was no harm to patient reported and no information about any delay.